Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported by patient via (B)(6) "this documentary (B)(6) is wild, maddening, sad, scary. Especially as someone with a failed stryker knee implant."